Event description:
Ot ultra meter would only prompt the error 2 message when patient attempted to test their blood sugar for the past 3 days. In 2003 at approximately 6:30 pm, the patient thought they were hyperglycemic so they took 4 units of actrapid insulin, then they drank alcohol (reason unknown). After dinner they took 26 or 28 units of insulatard nph. Moments later they began to feel faint, spouse gave them sugar and called the paramedics. When the paramedics arrived they were already feeling better. They did not treat them for their diabetes. They stated they were unsure of how to follow their insulin regimen and that they had been taking insulin based on how they felt and what they had been eating. The issue with the meter was not resolved.